Manufacturer narrative:
It was reported that the pc app displays: "cannot connect to generator. The generator is not responding." The patient reported no surgeries or procedures recently. The issue was resolved through troubleshooting and programming. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient after patient underwent a surgical procedure the ipg could not communicate with external devices and programmer displayed the error message "cannot connect to generator. The generator is not responding." A recovery function was executed by an abbott representative, the ipg was successfully recovered, and therapy was restored.